Event description:
A hospital in (B)(6) reported the saw blade broke during surgery.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The complaint article was forwarded for investigation to (B)(4). The investigation has shown that the tip is broken. After investigation a new part was returned directly to the country.

Event description:
This is 1 of 1 report for complaint (B)(4).